Manufacturer narrative:
The products will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.

Event description:
The physician reported an increased evidence of vessel dissection through the use of our 4fr tempo catheter in the vertebral and carotid arteries. There were no reported patient complications. Please note that as per the qualrap, no additional information is available at this time.